Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient had a progressive increase in lactate dehydrogenase (ldh) levels to over 4000 u/l and was treated with unspecified anticoagulation. A ramp study was reported to be negative. The patient's pump parameters were stable and unchanged. The patient did not have any other signs of hemolysis and hematuria was not evident. The patient received a pump exchange on (B)(6) 2015. It was reported that there was visible thrombus in the inflow stator upon explantation of the device. It was reported that the pump would be returned to the manufacturer following routine examination by the hospital pathologist.

Manufacturer narrative:
Device evaluation: it was initially reported that the device was not received; subsequently the device was returned for evaluation. The pump was returned cut in half latitudinally. Thrombus was confirmed through the evaluation of the returned pump. The proximal half of the rotor was able to be removed from the blood tube and a thrombus formation was found surrounding part of the rotor¿s bearing ball that had been chipped off during the hospital¿s analysis of the device. The concentric layering and denaturation of this formation indicate that it likely developed over an undetermined period of time while the pump was supporting the patient. Hydraulic qualification testing could not be performed due to how the pump was returned the condition of the returned pump. Device thrombosis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
It was initially reported that the device would be returned for evaluation. However, after multiple requests were made for return of the device, it has not been received and no photographs were provided. Without the device or any photographs of the explanted device, the report that the physician visualized thrombus on the pump inflow stator at explant could not be confirmed. A correlation between the device and the reported thrombus could not be conclusively determined. Device thrombosis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 4 months and 6 days. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.